Event description:
The lay user/patient contacted lifescan alleging a battery indicator issue with the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The patient received several vf episodes without shock therapy. During explant, insulation break was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported insulation break was confirmed. The outer insulation was abraded between 16.7cm and 17.2cm from the connector pin and the sensing cable was abraded and exposed outside the insulation. The damage found is consistent with that of friction to the ICD can. Analysis found the lead to exhibit normal electrical characteristics.